Manufacturer narrative:
A1: patient identifier: requested, not provided height: 184cm d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: product specialist the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the deployment system on angio-seal did not open. Hemostasis was attempted using an angio-seal device however was unsuccessful therefore hemostasis was completed manually. There were no complications with arterial access, sheath, guidewire, or catheter insertion. The estimated blood loss was approximately 300 ml. The procedure sheath size used was 7 fr, 23 cm sheath length. The patient was in stable condition and was discharged from the healthcare facility. There were no concomitant devices used with the angio seal. It was stated that the angio-seal had been stored properly. The angio-seal device that had been disassembled in order to determine whether the anchor, suture, and plastic component had remained inside the sheath and all components were present inside. Prior to the procedure, an exercise stress test was performed and was positive. Therefore, coronary angiography was carried out in april, revealing stenoses, and the patient was scheduled for percutaneous coronary intervention (pci) of chronic total occlusion (cto) of the left anterior descending artery (lad). The test results were not found in the medical record because they had been performed as part of the pre-procedural workup and were returned to the patient.